Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while resectioning the gastric, the staple line was incomplete at the proximal. The tissue was damaged as a result of this problem. Hemostatic clip fixed and resolved the staple line and the damaged tissue issue to complete the case.